Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 10/14/2024. On 10/20/2024, it was reported that the patient experienced feeling tired, unwell, and was spitting (most likely vomiting). The reporter drove the patient to the hospital and when a fingerstick was taken, the cgm was reading 4.2 mmol/l and the blood glucose reading was greater than 84.0 mmol/l. The patient was treated with intravenous fluids and was discharged after 4 hours. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.